Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient experienced a fall which hit the area of the chest near the device. Erosion occurred which led to the device being exposed. This lead including system was explanted. No further adverse patient effects were reported. This system is not expected for return. Internal medical review indicated that this clinical event based off of the information received is anticipated in nature given the fall. Should further information be received, an updated report will be provided.